Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient experienced a gastrointestinal (gi) bleed originating from slowly oozing gastric polyps while hospitalized for non-related event. The patient was transfused with one unit of packed red blood cells and underwent an esophagogastroduodenoscopy (egd) which numerous gastric polyps were cauterized. It was reported that the bleeding was resolved. The pump remains implanted in the patient and will not be returned to the manufacturer for analysis. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
Approximately one year and seven months post hvad implantation while hospitalized for an unrelated event, the patient experienced a gi bleed originating from slowly oozing gastric polyps. The patient was transfused with one unit of packed red blood cells and underwent an esophagogastroduodenoscopy at which time the polyps were cauterized. Numerous gastric polyps were noted and malignancy could not be excluded without biopsy. The biopsy was not performed; however, because of the associated risk and the patient's clinical condition. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.